Event description:
It was reported by service report that the head of the stretcher is leaking hydraulic fluid. It is unknown if there was patient involvement or if there are adverse consequences to report.